Event description:
Resident found on floor in her room lying on l side. Device cord found attached to resident's shirt, monitor attached to her bed but did not activate. Unit had functioned properly several times that evening as resident attempted to get up. Fall resulted in subcapital l hip fx. Resident sent to hosp for surgical pinning.